Event description:
Pt reported to hosp, with broken PICC line. PICC line was removed. The nurse at the hosp reported that the PICC tubing "broke" at the distal end near the butterfly. This is the 2nd reported incident concerning PICC line event.